Event description:
It was reported that the implants at tooth sites #30 & 31 were removed due to infection & bone loss. Implants were not healing well. Symptoms as a result of the event: pain.

Manufacturer narrative:
Multiple MDR reports were filed for this event. Please see associated report: 0002023141-2022-00621. Zimmer biomet complaint number (B)(4). Additional PMA/510(k) number ¿ k013227. A summary investigation has been completed for bone loss and infection events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for bone loss and infection have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of manufacturing or design defects that might lead to bone loss and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
No additional event information received at the time of this report.

Manufacturer narrative:
Multiple MDR reports were filed for this event. Please see associated report: 0002023141-2022-00621-1. This report is being submitted to relay additional information and device evaluation. Three (3) tsvwb11, impl tapered scr-v sbm 4. 7mm 4.5mm 11.5mm (lot# 1242066-3 each) were received from the customer, however it is unknown which implant corresponds to this complaint. DHR review was completed for the associated subject lot number 1242066. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Sterilization record review was performed for the associated lot numbers 1242066 (op# 160 - str2) and verified to have passed all sterilization activities with no issues or nonconformities identified. Complaint history review was performed for the associated lot number 1242066 for similar events and no other complaint was identified. DHR, sterilization, and complaint history review could not be performed, as the subject lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to prevent the distribution of non-conforming product and ensure the product is within specifications. (B)(6) post market trending was reviewed and there were no actionable events or corrective actions for the reported event (bone loss & infection) or product (tsvwb11). As documented in the summary investigations, contributing factors for the reported event likely exist outside of zimmer biomet control, including those related to patient biological factors/condition and surgical technique. Based on the summary investigations, no malfunction occurred upon investigation. The reported events remain non-verifiable as they are a medical condition.